Manufacturer narrative:
H3: product analysis mentioned that the customer complaint can be confirmed after 1 minute the device exceeded the maximum allowed temperature. Incoming/pre-repair temperature test concluded that after 1 minute at 60k rpm's: front= 126f, middle= 119f. The motor runs rough. H6: previously added imdrf annex codes b21, c21, d16, g04063 are no longer valid medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3: analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during pre-op, the indigo drill was overheating at a minute when handpiece was running at 52000 rpm in forward mode with irrigation of 30 cc/min. There was no patient involvement.